Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a study evaluated the postoperative outcomes of primary ventral hernia repairs using a monofilament pol yester composite ventral patch in 54 patients at a community-based hospital. The following events were reported: two skin infections at the two-week follow-up, with no additional wound infections observed through one year. Fifteen cases of seroma at two weeks; five persisted to one month, and none were noted at one year. In total, three seromas were attributed to the mesh repair surgery. Five cases of skin edge necrosis at two weeks. One case of skin ecchymosis at two weeks. One case of constipation at two weeks.